Manufacturer narrative:
Units were received from the field for evaluation. Refer to evaluation # (B)(4) - hp 1 & 2: visually observed a substantial kink in the administrative tubing. Straightened kink and both handpieces primed and cut successfully (test002). Tested handpiece with facilities console and it worked successfully. Hp 3: handpiece passed visual inspection and primed and cut successfully (test 002). Could not verify malfunction. Tested handpiece with facilities console and it worked successfully. The handpiece were tested on an in-house test console and on the facility's console. All handpieces primed and cut successfully. The DHR for microtip lot 19213-03 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Hand piece failed in the middle of the case. Opened up and tried two more kits and they failed before starting.